Event description:
It was reported that "catheter removed. On inspection, tungsten tip missing. Missing catheter clean oblique angle. Dr felt that the "break" occurred at the valve. No apparent damage to remaining PICC."

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.